Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a ptca procedure, the maverick otw balloon ruptured at 10 atm on the initial inflation. The 99% stenotic lesion was located in the posterior descending artery (pda). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good.'